Event description:
In 2009, distributor reported to leica technical support that at completion of processing on a peloris tissue processor customer noticed the external part of tissue was "burnt", and suspected over dehydration as the cause. No other detail was provided. Three days later, leica melbourne analyzed machine logs obtained from leica database and reported that at the time of the incident, no abnormal operation was recorded in the logs and concluded that further information was needed to determine root cause. Distributor was notified about findings. Leica requested from distributor 4 times for more detailed information and, in turn, leica melbourne requested from leica twice for updates with no results. The following month, leica melbourne received information from leica confirming there were tissue damaged, re-biopsy required and diagnosis altered. No other information was provided, but pending.

Manufacturer narrative:
Conclusion from investigation: investigation is continuing; root cause not yet identified. The evaluation summary will be provided in the f/u report.